Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips rse examined the system, confirming it had shut down autonomously and required two reboots around midnight. Philips field service engineer (fse) visited the site to inspect the system and found the old host caused the room's intermittent shutdowns. To resolve the problem, fse replaced the host pc and did some functional test and return the part for further analysis and no failure found. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was system shut down and required two reboots to boot back up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.